Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident and other blood glucose value was 289 mg/dl. Customer stated that they got positive results in ketones test also experienced difficulty breathing. The customer stated that the auto mode feature was active. The device will not returned for analysis.